Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and granuloma.

Event description:
Pharmacist reported left side rupture and "presence of siliconoma lymph node". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease sharp opening on posterior assessed as fold flaw opening. ¿ granuloma: unable to confirm as it is a medical event not related to the device. ¿ silicone migration: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Pharmacist reported rupture and "presence of siliconoma lymph node" diagnosed by MRI and ultrasound. Device has been explanted.

Event description:
Pharmacist reported left side rupture and "presence of siliconoma lymph node". Events were confirmed by MRI and ultrasound. The device has been explanted.